Manufacturer narrative:
Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer's blood glucose was 5.3 mmol/l at the time of incident. The insulin pump passed the beep test during previous troubleshooting. The customer stated that there were absence of beeps after in the insulin pump. The audio beep test was repeated and the customer observed no difference between level 1 and level 5. The customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.